Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge did not fit into the pump. Reportedly, the customer was able to load the cartridge and resume insulin delivery. The customer's blood glucose level was 134 mg/dl.